Event description:
It was reported that the esophageal stent was placed in the patient's duodenum. The patient returned to the hospital approximately 4 months after the stent was implanted, where a computed tomography (CT) scan revealed that the stent had broken into two pieces. Surgery was performed to remedy the issue. No specific time was mentioned regarding when the stent had split. There was no reported further patient injury or harm.